Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin, u-200 insulin as was using an empty syringe to remove air from the cartridge prior to filling with insulin. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer reloaded same cartridge and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge with a filled syringe. The air occupying the space in the cartridge could be misread as units of insulin in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.